Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced hyperglycemia. Customer's blood glucose level was 29.9 mmol/l at the time of incident. Customer other relevant blood glucose level was 8.0 mmol/l. Customer initiated pen therapy to treat high blood glucose. Customer did not contact his health care professional and not admitted to hospital. Customer also stated that the auto mode was off on insulin pump. The device will not be returned for analysis.